Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of gi bleeding and acute renal failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number: (B)(6), could not be conclusively established. It was reported that the patient had a gi bleeding event on (B)(6) 2019, the day after surgery. The patient received 4 units of packed red blood cells (pbrc) on (B)(6) 2019, which met the definition of bleeding. The progress notes stated that post-op anemia was expected status post transfusion. It was noted that the event resolved on (B)(6) 2019. The patient also received 1 unit of pbrc on (B)(6) 2019, 2 units of pbrc on (B)(6) 2019, 2 units of pbrc on (B)(6) 2019, 2 units of fresh frozen plasma (ffp) on (B)(6) 2019, 1 unit of ffp on (B)(6) 2019, 2 units of pbrc on (B)(6) 2019, 1 unit of pbrc on (B)(6) 2019, 2 units of pbrc on (B)(6) 2019, 2 units of pbrc and 1 unit of ffb on (B)(6) 2019, 1 unit of pbrc on (B)(6) 2019, and 1 unit of pbrc on (B)(6) 2019. It was also reported that the patient¿s postimplant course was complicated by oliguric acute renal failure starting on (B)(6) 2018. The patient¿s baseline creatinine for the study was 1.38 on (B)(6) 2018 and it was 0.84 pre-operation; however, it rose to 1.3 on day 1 post-operation and 2.5 on day 2 post-operation. The patient was also having 5 ¿ 15 ml of urine per hour. Continuous renal replacement therapy (crrt) was started on (B)(6) 2018 and creatinine was 2.56. Crrt was stopped on (B)(6) 2018. Hemodialysis was started on (B)(6) 2018 and creatinine was 2.28, then creatinine peaked at 3.86 on (B)(6) 2018. Due to the patient¿s respiratory status, the patient was changed back to crrt on (B)(6) 2018. The patient returned to intermittent hemodialysis on (B)(6) 2018 and it was well-tolerated. Hemodialysis was discontinued on (B)(6) 2018 and creatinine was 0.94. The acute kidney injury resolved per renal note on (B)(6) 2018. The patient remains ongoing on (B)(6); however, the patient experienced an additional gi bleeding event on (B)(6) 2018 (reported in MFR#: 2916596-2018-02455). The heartmate 3 lvas IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported on 20jan2020 that the patient experienced major gastrointestinal (gi) bleeding on (B)(6) 2018 prior to their gi bleed reported under manufacturer report number 2916596-2018-02455. The patient received a total of 18 units of packed red blood cells (prbc) and 4 units of fresh frozen plasma (ffp) throughout the course of their admission. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the report of renal dysfunction could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 day (post operation). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient began treatment on (B)(6) 2018 for complications associated with acute renal failure. Continuous renal replacement therapy (crrt) was started on (B)(6) 2018. Crrt was stopped on (B)(6) 2018. The patient was started on hemodialysis on (B)(6) 2018. Due to the patient's response to hemodialysis, the patient was put back on crrt (B)(6) 2018. On (B)(6) 2018, the patient was returned to intermittent hemodialysis which was found to be well tolerated. Hemodialysis was discontinued on (B)(6) 2018 and the acute renal failure resolved on (B)(6) 2018. Per the account, the patient was discharged to home and routinely follows up in heart failure clinic. No further information was reported.